Manufacturer narrative:
The investigation found the customer's provided calibration and qc recovery to be performing within specifications. The affected patient sample was not available for the investigation. The investigation found that the customer did not repeat the reactive results in duplicate and confirm with a neutralization assay (e.g. Hbsag confirmatory test). Per the product labeling under interpretation of the results: "initially reactive or borderline samples giving cutoff index values of : 1.0 in two out of the three determinations are deemed repeatedly reactive. Repeatedly reactive samples must be confirmed using an independent neutralization test (elecsys hbsag confirmatory test). Samples confirmed by neutralization with human anti-hbs are regarded a positive for hbsag." The investigation did not identify a product problem. A general reagent issue was not seen and the reagent performs within specifications.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable hbsag g2 elecsys results for one (1) patient sample on a cobas 8000 e 801 module analyzer serial number (B)(4) and (B)(4). The initial result, with serial number (B)(4), was 55.6 coi (reactive). The sample was repeated, with serial number (B)(4), and the result was 32.8 coi (reactive). The result of 32.8 coi (reactive) was reported outside the laboratory. The doctor had doubts about the results and requested a redraw of the patient on (B)(6) 2021. The patient sample result, with serial number (B)(4), from the redraw on (B)(6) 2021 was 0.391 coi (non-reactive).